Event description:
It was reported by customer that the ic plus 350 cc urine meter tubing was coming out of packages with kinks and pinches in the tubing that are molded into the product and unable to be straightened. That was causing blockage of urine flow. Effected products seem to be bags with urine meters attached and include bags with and without closed catheter systems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.